Event description:
Two reprocessed harmonic scalpel ace shears took a very long time to cut through the patient's tissue.what was the original intended procedure?hysterectomy.device #1is this a laboratory device or laboratory test?no.